Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the upper and lower cases, two side bail covers and the battery drawer were broken, one side bail was missing, the ring was bent and the keyboard pad was scratched. Though analysis also made note that one incoming step was failed (1025 low battery) follow-up determined that this was an issue with the tester and not the device itself. The device was to be scrapped in-house. (B)(4).

Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.